Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid dose and concentration not reported via an implantable device. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported that the patient was in the ICU (intensive care unit). They had switched from baclofen to dilaudid and the patient was found unresponsive yesterday (B)(6) 2016. The physician was requesting the pump be shut off. Additional information received on 2016-07-06 reported that the baclofen was not replaced with the dilaudid, the dilaudid was just added to the pump as well. It was noted that the patient was in a hospital that the managing physician was not affiliated so this reporter did not have any further information regarding the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-21, additional information was received from a manufacturer representative (rep). The rep received a call from the patient stating her pump has been broken for just about a year. The patient reported they needed to have the pump removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-29. It was reported that the patient wanted to get the pump taken out because it was ¿either feast or famine¿ for the patient because the pump put so much baclofen into the patient¿s body/too much baclofen from the pump was going into the patient¿s body that it put the patient into the intensive care unit (ICU). While in the ICU the patient was ¿bacheracted¿ and ¿went totally out of her mind.¿ it was stated that this was in (B)(6) 2014 (note this is conflicting with the previous report that it was in (B)(6) 2016). It was noted that dilaudid was in for the pain and baclofen as drugs in the pump at the time of the event. Dose or concentration for either drug was unknown. It was mentioned that the patient ¿had such a small amount of dilaudid that you could lick the capsule and that¿s how much you had in it.¿ no further complications were reported or anticipated.